Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead threshold at implant was .5 volts. Now there was no capture at 5.0 volts and r-waves decreased from 20mv to 3.5mv. The patient primarily was atrial paced and ventricle sensed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.